Event description:
During insertion of two prc5 anchors, the hex of the first anchor stripped not allowing complete insertion. The anchor was removed. After insertion of a second anchor, the surgeon puled on the preloaded sutures, which resulted in breaking the suture. The surgeon converted from and arthroscopic to an open procedure, which was completed with new fixation device.